Event description:
It was reported the patient¿s implantable neurostimulator (ins) had been dead for 18 months or longer prior to report. It was further reported that 18 months prior to report the patient had received a recharging system to attempt to ¿recharge/shock¿ the ins. It was noted this did not help and the patient indicated a need to have the ins replaced at the time of report. It was stated the patient was taking too much pain medication and their healthcare provider (hcp) wanted the patient to use their ins again. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).